Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer reported blood glucose level was 575 mg/dl and 595 mg/dl. The customer was treated with bolus. Customer declined trouble shooting for high blood glucose. Customer was using auto mode. Customer stated infusion set cannula was bent, it was squashed and flattened out. The insulin pump will not be returned for analysis.